Event description:
It was reported that the arctic sun device would not fill. No suction at left port, failed circulation pump. Per sample evaluation results on (B)(6) 2025, ctu flow was reading 500 ml/m low due to an impaired impeller. The circulation pump motor was making a clacking sound when cold started. The mixing pump motor was making a clacking sound when cold started.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. The circulation pump motor are making a clacking sound when cold started. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.